Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and they allowed remote access to the dimension vista 1500 instrument. The customer also indicated that they ran a precision study and obtained imprecise sodium and potassium results. The customer indicated that they replaced the chip and primed and recalibrated the instrument. In the diagnostics mode the integrated multisensory technology (imt) fluids were primed, and the imt module and the pump cycle were auto aligned. As per siemens' instruction, the customer also bleached the sample and vent port for the imt. A siemens customer service engineer (cse) was dispatched to the customer's site. They rebuilt the rotary valve, and replaced peristaltic tubing and the imt probe. The cse ran diagnostics and quality controls (qc). The system was fully functional upon departure. The cause of the discordant sodium and potassium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant sodium (na) and potassium (k) results were obtained on approximately 50 patient samples on a dimension vista 1500 instrument. The customer indicated that at least three potassium results were critical. The discordant results were reported to the physician(s). The customer noticed that the results were discordant due to the negative anion gaps. The samples were repeated on an alternate dimension vista instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and k results.